Manufacturer narrative:
A return was not requested from the account. On 08/06/1997 a field svc rep visited the account and replaced both probes on the sys, performed probe calibrations and tightened all tubing connections. According to the axsym sys operations manual (february 1993/r3), section 10, under observed problems, "damaged probes" and "incorrect positioning of probes" are probable causes for results erratic. Discrepant, and/or experiencing imprecision (pp.10-271, 272). Proper functioning of sys components was verified by the field svc rep. In the package insert, under limitations of procedure, it is stated to evaluate every result in conjunction with the clinical observations of the pt. Additionally, a review of the july 1997 trending report, encompassing 12 mos data, was performed for u.s. Complaints against the axsym analzyer. No adverse trends requiring further investigation were found. Therefore, further investigation on this complaint is not required. This is the final report.

Event description:
On 08/04/97 the account reported an erratic result of 14.3 ng/ml for ck-mb, which was run on the axsym analyzer. Repeat testing of the same sample and a new sample gave results of 0.2 ng/ml. The samples were tested from the primary tube. There were no bubbles in the samples, reagents, or tubing. Info rec'd from the account has indicated that an alert or flag was given with the initial erratic result. According to the account, treatment was not given based upon the first reported result. No report of injury.